Manufacturer narrative:
The pump and catheter were returned for analysis. The patient was receiving an unknown intrathecal medication via an implanted pump. The indication for use was not reported. Further information was not provided. Additional information was received from the healthcare professional (hcp) and a consumer. No reportable information was contained in the documents. Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. Analysis of the pump found that there were no anomalies. Analysis of the catheter found that there was coring/tears/cuts in the seal of the catheter sutureless connector. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis. The patient was receiving an unknown intrathecal medication via an implanted pump. The indication for use was not reported. Further information was not provided. Additional information was received from the healthcare professional (hcp) and a consumer. No reportable information was contained in the documents.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient did not have an autopsy performed at the medical examiner¿s office. They did not draw any labs/toxicology on the patient either.